Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6c: device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker showed four years of longevity remaining and then it reached end of life (eol) in just nine months. Additional information indicated that the device exhibited early battery depletion and a device return was requested. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker showed four years of longevity remaining and then it reached end of life (eol) in just nine months. Additional information indicated that the device exhibited early battery depletion and a device return was requested. This device was surgically explanted and replaced. No additional adverse patient effects were reported.